Manufacturer narrative:
It was indicated that the device is not available for return. Because the device has not been received, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a radio frequency ablation procedure using an intellanav mifi open-irrigated ablation catheter the irrigation tubing was broken, resulting in a leak. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.